Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# : 1627487-2014-23815. The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported the patient is experiencing burning sensations at the ipg site with stimulation turned on and off. F/u info revealed the sjm rep met with the patient and x-rays showed the leads have pulled out of the ipg header. The patient will undergo surgical intervention as the next course of action.